Event description:
It was reported that a user experienced temporary signal loss between a dexcom g7 sensor and the ilet, resulting in intermittent connectivity to the ilet only; troubleshooting and education were provided, and there were no alerts or alarms. No adverse clinical symptoms were reported. Outcomes included no impact on health or need for medical care. User support included customer support-led troubleshooting and education regarding temporary connection issues. Investigation of this case revealed a connectivity disruption consistent with external communication interference without evidence of device malfunction. It was concluded, based on established findings for similar reports, that the cause was user environment or transient communication conditions.